Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a drop in estimated battery longevity of approximately five years over the course of two years. This device remains in service, however is expected to be replaced in the near future. No adverse patient effects were reported.